Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. H6: investigation findings - 3211 is based upon evaluation of user facility information and the returned sample; 213 is based upon dimensional testing of the returned sample. One 6fr angio-seal evolution device was received for product evaluation. The evolution device body and bypass tube were returned along with the header bag. No polyfoil pouch or plastic tray were returned. No other accessory components were returned. Visual inspection revealed that the carrier tube of the device was bent in a curved in a u shape. The bypass tube was found detached from the main body of the device and the anchor was fully exposed. The collagen appeared slightly swollen. Microscopic analysis revealed a kink at the proximal portion of the manufactured slit in the carrier tube assembly. No other visual anomalies were noted. For dimensional testing, the inner diameter of the bypass tube at the distal end was measured and found to be 0.091and which was within the specification of 0.091" +0.002/-0.001. The outer diameter of the carrier tube was measured to be 0.081'' and which was within the specification of 0.080" +/- 0.005. All measurements were within the specifications of manufacturing. No functional testing was performed; the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the applied forces after opening the packaging caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 01september2020: the device was not used. They encountered the issue when they were opening the box. The piece was broken inside the packaging.

Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tip angio-seal evolution device tip was damaged, and the device could not be used. There was no patient involved. Additional information was received on 07august2020: neither the box nor the envelope was damaged. There were no pieces scattered in the envelope.